Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance the cardiosave intra-aoritc balloon pump (iabp) unit failed drive manifold testing. There was no patient involved.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation finding, component codes, investigation conclusion),h11 the fse received part and installed new drive manifold (0104-00-0031). Retested the drive manifold and the unit passed the drive manifold test. Unit passed all functional and safety testing and was cleared for clinical use.

Event description:
N/a